Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after over filling a cartridge with 300 units of insulin. The customer¿s blood glucose level was 131 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.